Manufacturer narrative:
A successful tsh calibration was performed on (B)(6) 2013 with access tsh reagent lot 270172 and access tsh calibration lot 270113. Qc levels 2 and 3 were out of specifications high on (B)(6) 2013 but successful on the new calibration lot. A system check dated (B)(6) 2013 passed within specifications. Sample was serum collected in a bd gel sst tube and was centrifuged for 7 minutes at 3250rpm. Sample was run from primary tube and not re-centrifuged prior to repeat analysis. A field service engineer (fse) was dispatched for this event and upon arrival was informed by the customer that they were experiencing pick and place errors and rv (reaction vessel) supply carriage motion errors. The fse noted 'improper washing' which was ascertained from the sub-optimal (passing) portions of system check performed. Since various parts could cause this performance, fse addressed multiple areas. Fse checked pipettor alignments to packs and wash tower and then ran special clean procedure. Fse adjusted luminometer settings and replaced several hardware components until a passing system check was achieved. The repairs performed by the fse resolved the issue. Fse believed that the issue with the erroneous tsh was due to the improper washing caused by the wash valve. The wash valve could have caused intermittent failure in washing, causing intermittent erroneous results. The cause of this event was believed to be improper washing caused by a fault with the wash valve.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated thyroid stimulating hormone (tsh) result of 0.54uiu/ml (within the normal reference range) generated by their unicel dxi 800 access immunoassay system for one patient. The result was questioned because the patient is hyperthyroid and it did not match with the other thyroid assay test results. The following day, the sample was repeated on another dxi 800 instrument in the customer's laboratory and a result of <0.02uiu/ml was obtained. The sample was then repeated on the original instrument and also recovered at <0.02uiu/ml. No results were reported outside of the laboratory and there was no affect to or impact on patient treatment with regard to this event.